Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log file and during evaluation of the returned heartmate modular cable. The controller event log files revealed a driveline communication fault alarm active from 07:37:28 on 06feb2026 through the remainder of the file. The alarm was associated with com_a faults. Follow up log files were submitted following the controller and modular cable exchange and revealed no reoccurrence of the alarms. The returned modular cable, lot number 10655235, was connected to a demo system controller and a mock circulatory loop for an extended period. The modular cable was manipulated but no atypical alarms or issues were produced. The resistance of the underlying wires of the modular cable was tested, and it passed. The outer layers were stripped, and the green (communication a) wire was revealed to have exposed conductors. The observed damage is consistent with the reported event of com_a faults. No further testing was performed. A root cause for the reported driveline communication faults was determined to be damage to the green (com_a) wire in the modular cable. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 10655235, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were sent for review on a patient with driveline (dl) communication fault alarms. The log file confirmed dl comm a fault alarms on 6feb2026. The site was to clear the alarm and see if it returned. If it did return, it was recommended to exchange the system controller and modular cable. On 06feb2026, more log files were sent for review after a reported modular cable exchange. The event log file had about 6 minutes of data and it showed the dl comm faults had not returned. In addition, log files showed that the patient was on a new system controller. Additional log files were submitted on 09feb2026, and no unusual events were seen in the log file event history. The remainder of the periodic log file and current event log file showed that the issue has resolved.